Manufacturer narrative:
A ge service representative performed an onsite investigation. The system failed to boot up because the workstation displayed a file check in progress error message. The system was tested and found to be working as intended following the file check completion.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.